Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hirsutism ("black hairs on my chins"), rash ("have had this rash off an on since essure"), multiple allergies ("have carzy allergies"), urticaria ("hives"), ulcer ("friggin ulcer"), decreased appetite ("not had much of an appetite"), taste disorder ("taste changed"), abdominal pain upper ("ulcer pain"), incision site pain ("incision hurts") and bladder disorder ("bladder issue") and was found to have weight decreased ("lost 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hirsutism, rash, multiple allergies, ulcer, decreased appetite, taste disorder, weight decreased, abdominal pain upper and incision site pain outcome was unknown and the urticaria and bladder disorder had resolved. The reporter considered abdominal pain upper, bladder disorder, decreased appetite, hirsutism, incision site pain, medical device removal, multiple allergies, rash, taste disorder, ulcer, urticaria and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, hirsutism and rash quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hirsutism ("black hairs on my chins"), rash ("have had this rash off an on since essure"), multiple allergies ("have carzy allergies"), urticaria ("hives"), ulcer ("friggin ulcer"), decreased appetite ("not had much of an appetite"), taste disorder ("taste chaged"), abdominal pain upper ("ulcer pain"), incision site pain ("incision hurts") and bladder disorder ("bladder issue") and was found to have weight decreased ("lost 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hirsutism, rash, multiple allergies, ulcer, decreased appetite, taste disorder, weight decreased, abdominal pain upper and incision site pain outcome was unknown and the urticaria and bladder disorder had resolved. The reporter considered abdominal pain upper, bladder disorder, decreased appetite, hirsutism, incision site pain, medical device removal, multiple allergies, rash, taste disorder, ulcer, urticaria and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, hirsutism and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events medical device removal, hives friggin ulcer, not had much of an appetite, taste changed, lost 10 lbs, ulcer pain, incision hurts and bladder issue were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.